Event description:
The customer reported to olympus, that the air and water cannot be supplied on the gastrointestinal videoscope. The issue was found during preparation before the diagnostic procedure. There was a delay in the procedure due to weak water supply. There were no reports of patient harm. The device was returned and evaluated. The nozzle had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had white-clouded area; image guide protector was damaged; adhesive around the objective lens had white-clouded area; light guide lens had a crack; the paint on suction cylinder was peeled; adhesive around light guide lens had white-clouded area; and switch 1, switch 3 and universal cord had a scratch. Due to clogging of nozzle, the water supply volume does not meet the standard value. Due to clogging of nozzle, the water removal ability does not meet the standard value. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to damage on charged coupled device unit, flare occurred. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. According to the customer, the following details regarding the cds process were unknown: if there was any delay in the start of precleaning, whether the customer flushed the air/water nozzle with water and air, if there were any abnormalities in the accessories used for reprocessing, if the customer presoaked the endoscope in the detergent solution, if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges, and if the customer flushed the air/water nozzle/channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Furthermore, the information obtained by the customer does not clarify whether the reprocessing adhered to the instructions for use (IFU). As a result, the cause of the remaining foreign material cannot be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual¿ gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual¿ gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.